Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: d4 (expiry date: 08/2023). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that approximately one year and ten months post the port placement procedure, a crack was allegedly found on the removed catheter when the port system was removed. There was no reported patient injury.

Event description:
It was reported that approximately one year and ten months post the port placement procedure, a crack was allegedly found on the removed catheter when the port system was removed. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: one powerport isp MRI implantable port attached to a groshong catheter was received for evaluation. In addition to the returned physical sample, three chest x-rays were provided for review. The image shows the device inserted via the right jugular vein and no disruption of the catheter is evident. In visual evaluation, a compound break was noted approximately 10.0cm from the distal end of the cath-lock. The edges of the compound break on the attached catheter were noted to be uneven and the surface was noted to be round and smooth in both regions. Upon infusion, a leak from the compound break was observed while water with thrombus exited the distal end of the catheter. Aspiration was attempted and was unsuccessful. Therefore, the investigation is confirmed for the reported fracture issue. The definitive root cause could not be determined based upon available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.